Event description:
Boston scientific crm received information that this device and a right ventricular (rv) lead were associated with a remote monitoring alert for a low out-of-range shock impedance measurement during the device's daily measurements check. The patient's health care provider (hcp) and boston scientific field representative were notified of the alert. No adverse patient effects were reported, and the device and lead remain implanted and in service.

Event description:
A boston scientific field representative reported a subsequent device check showed the device was functioning normally, and all lead measurements were normal. The lead remains in service and will continue to be monitored.

Manufacturer narrative:
--

Manufacturer narrative:
This report will be updated if additional information is received.